Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 800 mg/dl. Emergency medical service was dispatched as a result of high blood glucose. Customer was wearing the insulin pump at time of hospitalization. Customer experienced symptoms such as incoherence and feeling very weak. Troubleshooting was completed. Blood glucose was over 400 in the morning. Customer also had low blood glucose in the past. Customer treated with orange juice, soda and grapes. Patient sometimes over bolused, then their blood glucose went down to 50-60 mg/dl. The insulin pump/reservoir will not be returned for analysis